Event description:
It was reported to medtronic minimed that the customer experienced a pump error 37 alarm (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, the customer was able to clear the alarm and unable to complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. Pump error 37 occurring during testing on (B)(6) 2025. Successfully downloaded history files and traces using thump. Pump error 37 was found in adapt on (B)(6) 2025 23:12:45.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and motor. Unable to do the motor test due to moisture damage to the motor assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pump error 37 was confirmed during testing and due to moisture damage on the motor. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.